Manufacturer narrative:
Follow-up # 1: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed the retain test strips passed all testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on an unspecified date ¿2 weeks¿ prior to the alert date of (B)(6) 2015. At this time the patient claimed obtaining a blood glucose reading of ¿104mg/dl¿ on the subject meter and a reading of ¿144mg/dl¿ on another unknown meter within 30 minutes of each other. The patient informed the cca that they do not take any medication in order to help manage their diabetes and denied making any changes to their usual diabetes management regimen due to the meter issue. During the initial call with the cca the patient reported developing the symptom of ¿dizziness¿, but it is not known when in relation to the alleged inaccuracy this symptom was experienced. The patient stated that as a result of this symptom they were given ¿2 units¿ of anan unspecified type of insulin from a healthcare professional in an urgent care clinic. The patient¿s blood glucose was also measured on a laboratory device at this time but the patient could not recall the result which was obtained. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly, and the products were requested back for evaluation. The medical surveillance specialist noted that the calculated difference between the two alleged readings in fact do not exceed lfs¿s criteria for accuracy. Replacement products were sent to the patient. This complaint is being reported because the patient required medical intervention in order to prevent serious injury as a result of the alleged inaccurately low subject meter result.